Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: blood pump ceased functioning on its own; high powers seen so device thrombosis suspected. Specific component(s) involved: other component malfunction, specify. Additional text: other component: suspected pump clot. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention : implant device type: lvad.